Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: a1, a2, a3, b4, b5, d5, g3, g6, h1, h2, h11. The investigation remains in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the 2.5 mm male hex driver fractured during the procedure. No patient harm or impact reported.

Manufacturer narrative:
(B)(4). D4: diligence is in process to provide product identification information; however, no further information has been provided at this time. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b1; b5; d2a; d2b; d4; e1; g1; g3; h1; h3; h4; h6. The reported event could not be confirmed due to lack of product/information. Visual examination of the provided picture identified a 2.5 mm male hex driver. The device shows signs of use such as dings. No fracture is seen. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.